Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist called and spoke with the patient the next day and obtained add'l info. The patient informed the mas that two weeks earlier, at 10:00 am, the patient started experiencing symptoms of being shaky, blurred vision, short of breath, and had tingling in both her arms. The patient is supposed to be testing her blood glucose 3 times a day (morning, noon, night), however she did not test her blood glucose that morning since she only had one test strip left. The night prior to this, she had tested her blood glucose and obtained a result of 107 mg/dl and was asymptomatic. She is an oral diabetes medication (metformin) three times/day and does not deviate from this regimen. About 2 hours after the patient started experiencing the symptoms, she decided to test on her meter with the last test strip she had. The result obtained was 260 mg/dl. She did not take any actions after this test was performed. About an hour later, she visited her friend and tested on the friend's freestyle meter with a result of 90 mg/dl. The patient was still experiencing those symptoms and was concerned as to why they did not "match the reading" on her meter. She decided to drink some lemonade with sugar and ate some chocolate. She went home and rested. She still felt symptomatic and eventually called her doctor at 2:00 am. The doctor advised her to go to the emergency room. The patient does not recall what her blood glucose level was at the ER, but mentioned that it was "really low". She also did not recall what treatment she received, but remembered drinking soda. She was released 4 hours later. At the time of troubleshooting, the patient was unable/unwilling to answer if the meter was set in the right unit of measurement. Her testing technique was reviewed to be correct. However, during troubleshooting, the meter had two issued (it would not stay powered on and the segments were missing). The mas verified/confirmed with the patient that these two issues first occurred at the time of troubleshooting. This complaint is being because the patient alleged that she did not treat herself for one hour while symptomatic after obtaining a high result. Replacement products were sent to the lay user/patient.